Event description:
It was reported that this right ventricular lead exhibited failure to capture and high out of range pacing impedance measurements. Due to this, a lead safety switch was triggered. It was determined that this was due to a right ventricular lead fracture. Furthermore, the patient experienced a bradycardla episode. A procedure was performed in order to surgically abandon and replace this lead. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).